Event description:
Inflammatory mass at tip of the catheter. Stated morphine sulfate was being used in the pump. Pt experiencing return of pain and numbness and burning in arms and neck. Follow up with physician of record revealed pt is being seen in office to decrease doses and titrate off morphine to saline in the pump. Additional info will be provided by follow up per mail.